Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected pump error 23 noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 670 mg/dl. Customer stated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. It was unknown whether customer was using auto mode or not. The insulin pump will be returned for analysis.